Manufacturer narrative:
The customer¿s report of tubing breaking was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection noted the set separated at the engagement between the outlet spigot of the drip chamber and tubing components. No other issues or damages were observed. Examination under magnification of the separated tubing end observed insufficient solvent and slight expansion. When aligning the tubing end alongside the outlet spigot of the drip chamber, based on the tubing slight expansion with the spigot end, it was observed that the tubing was not fully inserted. Functional testing was deemed unnecessary due to the separation. Dimensional analysis of the separated components and drip chamber spigot was performed and found to be within specification. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing is breaking off below the pump segment. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing breaking off below the pump segment. No patient harm was reported by the customer.